Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose level was reported as 52 mg/dl. In response, customer consumed carbohydrates to address low blood glucose, and no third-party assistance was required. Control-iq was active, and cts educated the caller about its functionality, explaining that it predicts glucose values 30 minutes in advance and uses tdi information to adjust insulin delivery. Caller understood the explanation, although tdi was incorrectly programmed.